Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 32 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently and a computed tomography (CT) scan identified reduced overlap between the aortic extension and the bifurcated device. Reportedly, during emergent transportation to the hospital, the patient coded twice, and was able to be resuscitated both times. The CT scan revealed the overlap had reduced approximately 80% between the implanted devices, causing an endoleak, and aneurysm rupture. The physician elected to implant two infrarenal aortic extensions to completely line and reinforce the grafts. The case went well and the endoleak resolved. The patient was reported to be doing well postsecondary procedure. Additional note: it was indicated that during the initial procedure, 32 months prior, the overlap achieved between the devices was of approximately two full covered stent rings. The patient had a follow up cta in 2012, which showed some movement of the graft, and potential endoleak between the components. However, the patient had not followed up with cta's since 2012.

Manufacturer narrative:
Imaging studies were received and reviewed as an extension of the original complaint of an endoleak type iiia and rupture. The last angiogram run ((B)(6) 2014) in the series demonstrated multiple additional stents (one extending into the right iliac artery) and a small contrast stream from the right mid body, a proximal endoleak type iiia and an endoleak type ib from the left iliac artery. It was unclear as to whether this was the last angiogram run before the physician performed a femoral-femoral bypass. There was a report that post relining the entire stent, the endoleak resolved. Initially, it was reported that the patient tolerated the procedure well. Subsequently, it was discovered that this patient expired on post-operative day one, from pneumonia and other non-disclosed complications. Overall, the assessment for this case concludes: there might have been evidence of a small endoleak type iiia at the main body and an unknown endoleak verses fabric billowing at the bifurcation, associated with a 2 mm sac growth, one month post the first secondary procedure. At the event procedure, there might have been radiological evidence a proximal endoleak iiia, and endoleak ib, stent migration post procedure, bifurcated stent graft left limb kink, and a small, left femoral, non-occlusive thrombus. There was no medical or radiological evidence to support the reported femoral-femoral bypass or the death due to lack of information (multiple attempts were made to obtain the necessary records). Therefore, a specific root cause for the patient death could not be conclusively determined.

Event description:
It was reported that approximately 32 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently and a computed tomography (CT) scan identified reduced overlap between the aortic extension and the bifurcated device. Reportedly, during emergent transportation to the hospital, the patient coded twice, and was able to be resuscitated both times. The CT scan revealed the overlap had reduced approximately 80% between the implanted devices, causing an endoleak, and aneurysm rupture. The physician elected to implant two infrarenal aortic extensions to completely line and reinforce the grafts. The case went well and the endoleak resolved. The patient was reported to be doing well postsecondary procedure. Approximately three months post intervention, the patient presented emergently symptomatic and presented separation between graft components. The components were still together but enough of gap resulting in an endoleak. A competitor's (gore) stent was used to reinforce and reline the mid stent graft. Reportedly, during deployment of the competitor graft, one third of the competitor stent was able to be advanced into the mid graft, before it started pushing up the implanted stent graft. As the sheath started to pass into the device, the mid graft started to compress/crumple, and it started to move the graft off the aortic bifurcation. At this point, the physician opted to go up on the right access site. The physician was able to get wire access on the right side and get the competitor's sheath up high enough to place two stent grafts. The competitor's grafts lined the previously implanted stent graft from top to bottom, and resolved the endoleak. However, the bifurcated left limb remained crumpled up and pushed up, out of bifurcation, although it was leaking. The guide wire was out of the patient, and in order to fix the occluded flow and left limb leakage, the physician elected to convert to aui graft (cook zenith renu aui) and relined the competitor's (tag grafts) top to bottom on the right side. A femoral-femoral bypass cross over graft from the right common femoral to left common femoral artery was also performed. The occluded outflow proximal of bypass on left side was treated with an aui graft. The patient tolerated the procedure well. Additional note: it was indicated that during the initial procedure, 32 months prior, the overlap achieved between the devices was of approximately two full covered stent rings. The patient had a follow up cta in 2012, which showed some movement of the graft, and potential endoleak between the components. However, the patient had not followed up with cta's since 2012.

Event description:
It was reported that the patient passed away on (B)(6) 2014 of complications after procedure, including pneumonia.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: there might have been cautionary product placement use due to the ruptured state of the aorta. Aortic remodeling might have contributed to the reported event. A small degree of stent collapse was noted two months post index, and progressed in degree at 14 months post index, along with a newly diagnosed endoleak type 2 and fabric outpouching which, in retrospect, may have represented an undiagnosed endoleak type 3a. Based upon the investigation findings, a root cause for the reported type 3a endoleak is likely from the pathologic anatomy and remodeling resulting in stent migration due to the severe bending of the aorta as identified in the clinical review. The investigation did not identify a device issue. A manufacturing record review was performed and the lot met all release criteria with no relevant issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.